Manufacturer narrative:
Update to b5, b7 and h6; type of investigation. The investigation is ongoing.

Event description:
Per medical record review, approximately 5 years and 7 months post-transcatheter aortic valve replacement (tavr) with a non-edwards transcatheter heart valve (thv), the patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve implanted within the degenerated non-edwards valve. However, the procedure was complicated by difficulties in retrieving coronary stents placed in both the left and right coronary arteries for protection during the s3ur valve deployment. The stent in the left coronary artery could not be withdrawn without risk of stripping from the balloon, leading to its deployment. The balloon shaft broke and could not be snared, resulting in the patient becoming hemodynamically unstable with st changes requiring deployment of a second stent to secure the balloon and which subsequently stabilized the patient. Similar issues occurred with the right coronary stent, which was deployed successfully, and the balloon was removed. However, the guideliner became wedged between the frames of the newly deployed s3ur valve and the preexisting non-edwards valve. The device was cut, and all but the tip of the guideliner was removed, leaving the tip trapped between the two valve frames. A follow-up aortic root angiogram showed both coronary arteries were patent, with no st changes, normal valve motion, and stable hemodynamics. Ten days after the procedure, the patient expired due to comorbidities and acute-on-chronic congestive heart failure (chf), which resulted from severe bioprosthetic stenosis of the non-edwards valve and sepsis from a urinary tract infection (uti). The patient's death was not attributed to any deficiency or malfunction of the edwards device.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided medical report. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve inside of a non-edwards valve, the guideliner catheter became stuck in the right coronary artery. When the implanters attempted to pull it back, they discovered that it was sandwiched between the s3ur frame and the non-edwards valve frame. To resolve this, they had to separate the tip from the rest of the catheter, allowing them to remove it with a snare. Consequently, the tip was left in place between both thv valve frames. A follow-up aortic root angiogram demonstrated both coronaries to be patent and stable hemodynamics." In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. It is likely due to the thv-in-thv deployment technique (e.g. Thv positioning, pre-existing device consideration, etc.). Available information suggests that procedural factors (thv-in-thv deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve inside of a non-edwards valve, the guideliner catheter became stuck in the right coronary artery. When the implanters attempted to pull it back, they discovered that it was sandwiched between the s3ur frame and the non-edwards valve frame. To resolve this, they had to separate the tip from the rest of the catheter, allowing them to remove it with a snare. Consequently, the tip was left in place between both thv valve frames. A follow-up aortic root angiogram demonstrated both coronaries to be patent and stable hemodynamics. Per report, the patient expired 10 days post-procedure due to cardiogenic shock and developed sepsis from a uti source. Despite intubation and aggressive resuscitation, the patient progressed to pulseless electrical activity (pea) arrest and expired.

Manufacturer narrative:
The investigation is ongoing.